Event description:
Procedure: unk. Reportedly, the reload did not fire correctly. This occurred 5 times. The surgeon had to suture to stop the bleeding and complete procedure. The amount of bleeding or type of tissue the device was applied to is not known. There was no pt injury reported. Note: during review in october 2006, this report was reevaluated. At that time, the decision was made based on the info reported to draft an adverse event MDR subsequent to the initial report date.

Manufacturer narrative:
Note: during review in october 2006, this report was reevaluated. At that time, the decision was made based on the info reported to draft an adverse event MDR subsequent to the initial report date. Investigation results: 5 fully fired sulus were rec'd without an instrument. One sulu displayed no abnormalities. Visual inspection of the remaining 4 sulus noted the anvils were bowed to varying degrees. This type of damage is indicative of misapplication by the user by firing the device over tissue beyond the recommended thickness range; firing with an obstacle in the jaws; or in a combination of these methods. Therefore, the root cause of this event is attributed to misapplication by the user.